Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -07.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem.

Manufacturer narrative:
Correction: d4 - model # reported as vticm5_12.6 - correct to vicm5 12.6 claim# (B)(4).